Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). The rv lead was returned, and the allegation against the lead was not confirmed, as the reported allegations of infection with sepsis were known inherent risk of the device.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Furthermore, the patient is not pacer dependent. There were no additional adverse patient effects reported. The rv lead was explanted.